Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received pictures showing a closed box of dafilon code g0932205 (dafilon blue 4/0 (1.5) 45 cm ds19) and batch number 626044 without the front box label. Upon internal investigation, it has been determined that this defect occurred in the warehouse when preparing the shipment. It is likely that the box label was not printed by mistake or was printed but not attached correctly and peeled off for some reason. Furthermore, the personnel involved did not notice it and the box was not discarded and consequently supplied to the customer. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most likely root cause determined is that the label on the box was not printed or was printed but not placed correctly when preparing the shipment to the customer in the warehouse and peeled off. Final conclusion: considering that the pictures received show a box that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the pictures received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that the label is missing from the box. There is no patient involvement.